Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. The event can be detected/prevented in accordance with the following instructions for use: the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus evis lucera elite colonvideoscope due to the unit producing a poor-quality image. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found clogging the nozzle. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The angle wire was found to be elongated, causing the angulation to be out of specification. Additionally, as noted in b5, the unit had undergone insufficient reprocessing as foreign material was noted in the nozzle. There were several other forms of wear and tear noted throughout the unit. Those include but are not limited to damage adhesive, material deformation, and compromised mechanical components. Following the confirmed reprocessing failure, olympus personnel sent the user facility a reprocessing questionnaire. Through the questionnaire, the user facility confirmed all reprocessing steps in accordance with the instructions for use (IFU). If additional information becomes available following the device evaluation, a supplemental report will be filed.